Manufacturer narrative:
G4: premarket / 510(k) # k123621, k213593.

Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the unknown wire became wrapped around the catheter and got stuck. The entire assembly was removed, and the procedure was completed using an alternative device. No patient complications were reported.